Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate using multiple cartridges. Tandem technical support assisted customer with reloading the cartridge; however, the fill estimate remained inaccurate. Customer also reported that the pump battery rapidly depleted. Customer declined further troubleshooting for the reported issues. Customer's blood glucose was 300 mg/dl.